Manufacturer narrative:
The site has indicated that the pump remains implanted and that the controller and battery have been received and are awaiting further analysis. Product remains implanted.

Event description:
It was reported that the patient heard single beeps from the controller. In the evening, the beeps changed into a critical battery alarm. The patient visited the hospital and log files were sent in. The battery causing the alarm was identified and replaced. It was noted that there were previous issues with battery on the same port of the controller. A poor connection was suspected and controller was also replaced.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site exchanged the cac adapter and returned the device to the manufacturer for evaluation. There was no reported injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a controller power up and motor start. The reported event was confirmed during testing; the unit was connected and unable to power up during testing. An internal visual inspection was performed on the unit which revealed an open fuse, rendering the unit inoperable. While the exact cause of the reported event cannot be conclusively determined, it is likely that a surge in power may have caused the event. There are no known clinical or user related factors that could have contributed to this event. The most likely root cause of the reported event is an open fuse, rendering the unit inoperable. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The battery and the controller passed visual inspection and functional testing. Log file analysis revealed critical battery alarms, but the reported battery was not in use during the events. This failure is most likely due to a communication anomaly between a battery and controller. Battery and controller received.